Manufacturer narrative:
One device was received for evaluation. Visual inspection found that the pilot balloon has a cut in the middle and the valve shows signs of stress in the tip. The reported issue was confirmed. The root cause of the issue could not be determined. Further evaluation will be conducted.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the syringes that should be used for the cuff don¿t fit as the channel is too narrow. There was patient involvement and no patient harm reported.